Event description:
It was reported that during a restum resection procedure, the device produced an insufficient anastomosis. It did not staple completely. The area was overstiched and a temporary artifician anus was created. The pt is doing fine with no further consequence.